Event description:
It was reported that non-sustained right ventricular (rv) oversensing was noted in the rv lead via a review of remote transmission. The oversensed signals caused inappropriate pacing inhibition. No intervention was made at this time, and no patient symptoms were reported.

Event description:
New information indicates that the patient's condition was stable before, during, and after the procedure.

Event description:
New information indicates that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026 due to sensing noise, resulting in pacing inhibition. No patient condition was reported.